Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the pt programmer. The pt was not able to adjust stimulation. The pt also had no stimulation sensation following an unrelated medical procedure. The pt had hernia surgery and electrocautery was used. The pt had felt no stimulation since then. There were 3 beeps heard when increasing stimulation; upper limit was reached. No pt treatment or outcome was reported.